Event description:
(B)(4): customer reports via phone that they have been experiencing issues when loading 200ml syringes with contrast. They will be retracting the ram, and it stops about halfway, then starts up again. Once loaded, they then reported the manual knob is very hard to turn. Then on wednesday, staff was loading a syringe, in preparation for a procedure, when she pressed the button to retract the ram, it actually moved forward. Injector was not connected to a pt. No reported injury.

Manufacturer narrative:
Field service engineer (fse) was not able to duplicate the complaint of the ram moving in the opposite direction. Fse found dried contrast on the powerhead keypad. Fse replaced the keypad since the touch sensors were discolored, and calibrated the system. Fse verified proper operation per adv service manual and completed service checklist 820896. All values were within specification and the unit was returned to customer for service.